Event description:
It was reported that the subject device presented a green image on the monitor. No reported issue with the monitor. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end, light guide bundle, and light guide chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: monitor image was greenish due to component failure of r-unit and the distal end, light guide bundle, and light guide chipped were due to component failure of the light guide bundle. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.